Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 8 seconds or 97% of expected accuracy. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: the reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 8 seconds or 97% of expected accuracy.

Event description:
As reported by the user facility: issue: medication finished earlier than expected.